Event description:
Valve was implanted in 1997. Pt fell in 1999. Cerebrospinal fluid increased and valve pressure could not be adjusted. Pt experienced dehydration; undernourishment; and had difficulty walking. Valve was explanted.